Event description:
It was reported that "during an adult tonsillectomy, the ground pad caused the "esu" to shut-down (pt contact monitoring system alarm). Just as this occurred the surgeon had hit a bleeder in the fossa of the tonsil. With the "esu" in-activated, they had to pack to pt's tonsil area to control the bleeding until they could apply another ground pad that would allow the "esu" to activate. Once activated the surgeon could cauterize the bleeder. The pt was in no danger because the packing controlled the bleeding, but this did extend the pt's time in surgery.